Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
On (B)(6) 2015 - gmrs distal femur. On (B)(6) 2017 - bipolar exeter. On (B)(6) 2017 - dall miles 9 hole plate and 6 cables used to fixed the periprosthetic fracture. Revision surgery needed because structure is not stable. Update 23/april/2019 wg: as reported in product not available, why not: revision surgery has not been scheduled.

Manufacturer narrative:
An event regarding instability due to periprosthetic fracture involving a dall miles plate was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: "undated x-ray confirms femoral fracture between knee and hip stem and failure of fracture fixation with dall miles cable plate; need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that revision surgery needed because structure is not stable. The provided x-ray confirms femoral fracture between knee and hip stem and failure of fracture fixation with dall miles cable plate. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(6) 2015 - gmrs distal femur. (B)(6) 2017 - bipolar exeter. (B)(6) 2017 - dall miles 9 hole plate and 6 cables used to fixed the periprosthetic fracture. Revision surgery needed because structure is not stable. Update 23/april/2019 wg: as reported in product not available, why not: revision surgery has not been scheduled. *update 07/jun/2019 qs: based on the medical review statement: undated x-ray confirms femoral fracture between knee and hip stem and failure of fracture fixation with dall miles cable plate.